Manufacturer narrative:
Summary of device evaluation: the investigation of the returned coil system found the implant coils severely stretched, separated from the pusher, and partially stuck in the returned microcatheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was found to be in good condition with no observable damage/kinking that would have caused or contributed to the reported event.

Manufacturer narrative:
The device associated with this report (2032493-2023-00772) was used during the same procedures referenced in MFR. Reports# 2032493-2023-00770, 2032493-2023-00771 and 2032493-2023-00773. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device if the device or additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil was used in conjunction with an evar procedure. Internal iliac branch measured around 9cm distally with increasing diameter proximally. Reportedly, the coil experienced extreme resistance in the 4fr 65cm angled microcatheter from another manufacturer and could not be advanced. The microcatheter was exchanged for a 5fr 100cm angled catheter with no real improvement. The coil unraveled and unintentionally detached in the microcatheter. The coil was successfully removed with the catheter. Use of coils was aborted with only one coil placed and the physician decided to continue without full embolization. Only 1 of 5 coils were deployed successfully. Anatomy was normal with no tortuosity. No report of harm or injury to the patient and described as "normal." This is report 3 of 4 for this event.